Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint device was received and visually inspected. Visual observation confirms a portion of the cleaning brush is broken and stuck inside the distal end of the tap. This complaint can be confirmed. The rest of the returned brush was bent in multiple spots. A possible root cause is that the brush¿s shaft was bent in the middle of pre-sterilization, resulting in it snapping and breaking. This failure is attributed to user mishandling. There were no additional anomalies with the returned tap. A batch record review has been conducted and our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other similar complaints from this lot of devices. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that during post to an anterior cruciate ligament (acl) surgical procedure, while cleaning the inside of the milagro advance tap, 9-10mm device, it was observed that a piece of the brush that was being used to clean the device became stuck within the device. It was reported that when they tried to use a guidewire to remove the piece of brush, the guidewire also became stuck in the cannula of the tap; and were unable to remove the pieces that were stuck in the cannula of the tap. It was reported that the surgeon completed the procedure with the device with no patient consequences or delays. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.